Manufacturer narrative:
The field service engineer checked the analyzer and found broken tubing on a reagent pipette. He replaced the tubing. The investigation reviewed the provided qc results and confirmed the qc results were within the acceptable ranges. The investigation reviewed the system's alarm trace and found sample clot, sample foam, and sample short alarms. The investigation is ongoing.

Event description:
The initial reporter received a questionable low elecsys troponin t hs result for one patient tested on a cobas e 801 analytical unit. At 12:59, the patient's initial troponin result was 3.0 pg/ml with a data flag. The patient's initial result was reported outside the laboratory. It was reported that the customer noticed that there might be something wrong with the analyzer and informed the head of the laboratory. A repeat measurement was ordered on the initial sample. At 15:30, the patient's repeat troponin result on a cobas pure analyzer was 128 pg/ml. The troponin reagent lot number was 530951 with an expiration date requested but not provided.

Manufacturer narrative:
The broken tubing from the reagent pipette was requested but not available for investigation. The investigation found the centrifuge speed to be higher than the manufactures recommendations. Based on the provided information, the investigation determined the event was consistent with the service findings and improper sample pre-analytics.